Event description:
No additional information was provided.

Manufacturer narrative:
The customer reported the tubing separated from the hub, and returned one opened, unused set, and one unopened set. The sets are both of material mz5309, lot 25029153. Upon initial visual examination, the set that was opened verified the complaint of separation at the maxzero/tubing connection. The unopened set was able to infuse water and had no other issues or failures observed. The manufacturing site found the potential root cause of separation between tubing and maxzero could be related to an incorrect solvent application by the assembler or issues with the solvent dispenser. A quality alert was generated on july 01, 2025, to communicate and reinforce the correct solvent application. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that bd maxzero pressure rated extension set was disconnecting the following information was received by the initial reporter with the following verbatim. It was reported by customer that the registered nurse was placing a new peripheral intravenous line for this patient. There was no damage to the saline lock upon visual inspection of the packaging however when the nurse attached the device to the cannula it separated from the hub with the luer lock still attached.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.